Event description:
Physio-control engineering has investigated an occurrence when the device is used in AED mode and when either "initial CPR time" or "preshock CPR time" has been user enabled as an operating setting in devices with software version -130. While the device quietly charges to the energy setting during the "initial" or "preshock" CPR time, and if defibrillation electrodes are disconnected during the last 15-20 seconds of the "initial" or "preshock" CPR time, and if they are then reconnected as the CPR timer goes to zero (in a 1.5 second window), the device will disarm and the user is prompted to "push analyze". If then the user presses the "analyze" key, and if a shockable rhythm is detected, the device displays the charge bar at 0 joules continuously, and falls to charge. The "analyze" and "shock" keys are inoperable at this time. There have been no reports of failures of distributed devices related to this issue.

Manufacturer narrative:
Root cause for this issue was a software bug where a software flag was not getting cleared when the device exited the silent charge state. The issue has been corrected in device software version-134. Note that if the defibrillation electrodes are reconnected at any time other than in that 1.5 second window, the device correctly transitions to the "shock advised" state and the device operates normally. Also, by the user placing the device in manual mode by pressing the 'advisor", "energy select", "pacer", or "charge" keys, the charge attempt is cancelled and the device then operates normally. Field action was determined to be unwarranted. There have been no reports of the issue occurring with distributed products and none are expected due to the specific device setup, sequence of events, and sequence timing required to cause this issue.